Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice device during the initial drain. The home patient (hp) stated there was air in patient line. The technical service representative (tsr) assisted the hp in ending therapy on the machine and advised to restart with new supplies. Follow up with the nurse revealed that he was aware of the incident and the patient discarded the supplies and started over with new. The nurse stated that the patient was able to continue with therapy. The nurse confirmed there was no medical intervention or patient injury associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).